Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient got a staph infection one month and one day post implantation of their implantable neurostimulator (ins) and that the device was then explanted. It was note that the patient ¿loved the device¿ and that it made them pain free. The patient was considering getting another implant next year since the device worked so well for them. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.